Manufacturer narrative:
The device was returned to orthalign for evaluation. The investigation performed by the orthalign engineer was not able to replicate the reported event. No issues were found with the returned reference sensor. The used nav unit was not returned so the navigation log is unable to be acquired. The complaint can not be confirmed and no root cause can be determined. Orthalign will continue to monitor this issue and take action when alert limits are exceeded.

Event description:
It was reported tthat total knee arthroplasty was performed with kneealign2 on (B)(6) 2023 and the cutting block positioned in largely valgus, although the kneealign femoral side was set to 0 degree varus/calgus and 3 degrees of flexion.

Manufacturer narrative:
At this time, the devices in question have been requested to be returned for investigation. If the devices are received, an investigation will be performed to confirm the problem and determine root cause, and a followup report will be filed detailing the conclusions. This report is being filed out of an abundance of caution and with an understanding of the patient harm that could be caused by device inaccuracy.